Event description:
It was reported that an ilet charging pad did not power on despite attempts with multiple outlets, and the charging indicator light did not illuminate; replacement charging equipment was provided after troubleshooting confirmed proper use. No clinical symptoms reported. Outcomes included no impact to health and no medical intervention. Investigation included customer technical support assessment and verification of proper use. Investigation of this case revealed a nonfunctional charging pad that failed to power on. It was concluded that the issue was related to the charger hardware, and replacement resolved the problem.